Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-08052. It was reported that stent damage occurred. The target lesion was located in the diagonal branch. A 2.50 x 8 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the stent was found to be flared. Another 2.50 x 8 synergy ii drug-eluting stent was then advanced. However, when deployment was attempted, the stent came off the stent delivery system and had to be snared for removal. The procedure was completed by only performing balloon dilatation. No patient complications were reported and the patient's status was fine.